Event description:
It was reported that a pump screen was broken, making the touchscreen unreadable and unresponsive. There was no adverse impact to customer's blood glucose level. A replacement pump was sent.